Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021. After implant the patient experienced loss of therapy which was determined to be due to migration of the implanted leads. Field observations concluded the anchoring technique contributed to lead migration and subsequent loss of pain relief therapy. Surgical revision was performed on (B)(6) 2022 to reposition the migrated leads. During the procedure the implantable pulse generator (ipg) and implanted leads were damaged and required replacement.

Manufacturer narrative:
Field observations concluded the anchoring technique contributed to lead migration and subsequent loss of pain relief therapy. Review of records found no further complaint history for this patient after the revision was performed.